Manufacturer narrative:
A review of tickets determined that there is normal complaint activity for architect carbon dioxide (co2) lot 58158uq10. Trending review for the assay identified no trends for falsely depressed patient results. Return testing was not completed as returns were not available. Retesting of the samples after recalibrating gave expected results. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency of the architect carbon dioxide (co2) lot 58158uq10 was identified.this follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier: multiple = (B)(6). Patient information: no further information was provided.

Event description:
The customer obtained falsely depressed architect carbon dioxide results for multiple samples. The following results were provided: initial results were generated with the previous lot and repeat results were generated with the new lot following calibration. Patient 1: 19 and 22 mmol/l. Patient 2: 20 and 23 mmol/l. Patient 3: 19 and 23 mmol/l. Patient 4: 20 and 24 mmol/l. Additional discrepant results were provided with the initial result on the previous lot, repeat on the new lot and second repeat on the new lot following cuvette wash and recalibration. Sample ID (B)(6) : 19, 22 and 24 mmol/l. Sample ID (B)(6): 19, 22 and 24 mmol/l. Sample ID (B)(6): 19, 21 and 24 mmol/l. Sample ID (B)(6): 17, 20 and 22 mmol/l. Sample ID (B)(6): 19, 21 and 23 mmol/l. Sample ID (B)(6): 19, 22 and 24 mmol/l. Sample ID (B)(6): 19, 22 and 24 mmol/l. Sample ID (B)(6): 19, 21 and 24 mmol/l. Sample ID (B)(6): 17, 20 and 22 mmol/l. Sample ID (B)(6): 19, 21 and 23 mmol/l. Sample ID (B)(6): 20, 23 and 26 mmol/l. Sample ID (B)(6): 21 and 24 mmol/l. Sample ID (B)(6): 20 and 23 mmol/l. Sample ID (B)(6): 20 and 24 mmol/l . No impact to patient management was reported.